Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system would continue to fluoro after the foot switch was released. No pt injury was reported.